Event description:
It was reported that the atrial lead exhibited high impedance, and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: 5076-58 implantable pacing lead (B)(6) 2003. (B)(4).